Manufacturer narrative:
H6 health effect - clinical code 4582 was removed. H6 health effect - impact code 2199 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be due to the slda and the dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient returned to the hospital and two more clips were implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet flail for a mitraclip procedure. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2025, a single leaflet device attachment was observed on a transthoracic echocardiogram (tte). The posterior leaflet was detached. The mr was recurrent at grade 4, and the patient was symptomatic with dyspnea. On (B)(6) 2025, a second clip procedure was performed. Two mitraclip xts were implanted, one medial and the other lateral to the slda clip for stabilization. The mr was reduced to grade 2.